Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found that the low and high pressure showed 32 psi and mc vacuum and main vacuum showed 66 psi. The fse replaced valve v3 and high pressure still was not adjustable to correct pressure. The fse swapped waste pump connections with high pressure connections and adjusted high pressure to correct settings. The compressor pump was also replaced and, per the fse, the fault did not return. The fse verified repair per established procedures.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that an "unknown" liquid was leaking into the hydro compartment in the synchron lxi 725 clinical system and on to the floor along with multiple hydro errors. Customer was unsure of source of leak. No injury has been reported in connection with this event.